Manufacturer narrative:
This lens was inserted and removed. (B)(6). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigations requests for this po number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that on insertion of a tecnis 1-piece monofocal intraocular lens (iol), model zcb00 21.0 diopters, the lead haptic came out first from the injector. After insertion of the iol, the doctor noted the lens was falling to the back of the eye. Prior to iol insertion, the patient''s capsular bag was intact, but then had a large tear in the back of the capsular bag after insertion was seen. A removal of the zcb00 was performed during the same surgery, a vitrectomy was performed, and a new tecnis monofocal iol, model za9003, was implanted in the sulcus. The doctor examined the lens under a microscope and could not observe anything abnormal on the edge of the lens. The lens was cut in half and removed from the eye and discarded. No additional information was provided.